Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they inquired about information they read off a social media site group about "leads breaking" and patients having to go through "multiple surgeries" to fix the broken leads. They indicated they did not have any further information on these allegations or patients.